Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, cracked battery tube threads and broken reservoir tube lip.

Event description:
The customer's daughter-in-law reported via phone call that they were unable to remove the battery cap. The customer's blood glucose was 192 mg/dl at the time of incident. The customer's daughter-in-law reported that they experienced high blood glucose of 468 mg/dl at the time of incident. The customer's daughter-in-law stated that they were off the insulin pump for less than 48 hours prior to high blood glucose episode. The customer's daughter-in-law stated that they treated the high blood glucose with manual injection. The customer's daughter-in-law was unable to remove the battery cap after troubleshooting. The customer's daughter-in-law declined to troubleshoot for high blood glucose. The insulin pump was returned for analysis.